Manufacturer narrative:
Final analysis found a burn mark on the ac power adapter and burnt components on the main circuit board of the ac power adapter and the transmitter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that the transmitter would not power on. The transmitter was returned and replaced.